Manufacturer narrative:
(B)(4). The edwards sapien s3 transcatheter heart valve is indicated for patients with severe symptomatic calcified native aortic valve stenosis. Deployment of the sapien s3 valve in a pulmonic valve position is not indicated per the labeling; therefore the labeling (ifus and ew training manuals) do not instruct the operator how to position the sapien s3 valve in this scenario. Per the pulmonic implantation instructions for use (IFU) for the sapien valve, device malposition requiring intervention and valve regurgitation are potential adverse events associated with the transcatheter pulmonic valve replacement procedure. The IFU instructs the operator to position the sapien completely within any previously placed stents, and notes that placing the bioprosthesis proximal to a stenosis can result in proximal movement of the bioprosthesis. For placement proximal to stenotic lesions, the operator is instructed to ensure that there is sufficient landing zone to allow for proximal movement of the bioprosthesis during deployment. The patient screening manual and the procedure didactic identify several procedural and anatomical factors which could contribute to pvl, including device malposition, inaccurate measurement of the native valve annulus, uneven distribution of calcium on the native valve, bulky or severe calcification, an elliptical annulus shape and valve under-sizing. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. The patient screening manual instructs the operator on proper aortic valve and root assessment, including the use of echo, aortogram and CT to appropriately measure the annulus diameter, content and distribution of calcium, and leaflet characteristics. Contraindications, important considerations when assessing the valve, and choosing the proper thv are also discussed. There are several patient and procedural factors that alone or in combination can cause or contribute to an inadequate post deployment position of the valve including: residual stenosis within the conduit, improper valve positioning by the operator prior to deployment, poor image intensifier angle, and balloon movement during deployment. In this case, per report, the s3 valve was positioned as intended however, the valve missed the targeted area within the pulmonic stent which resulted in the observed pvl. The IFU and edwards thv patient screening and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/ conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventive actions are required.

Event description:
A 29mm sapien 3 valve was implanted in the native pulmonic valve via transvenous approach. The s3 valve was positioned too low within the stent in the right ventricular outflow track (rvot) as planned. The s3 valve landed at the intended position, but it missed the target zone. There was resulting paravalvular leak and it was decided to place a second s3 valve. The second 29mm s3 valve was implanted in a 50:50 position with no leak working as designed. The patient was doing well after the procedure.